Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was difficult to interrogate the device as the egm storage was full. There were several episodes of undersensing noted on the device. Technical support was contacted and programming changes were recommended. No intervention has been performed and the patient was stable and will continue to be monitored.